Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-45, lot # v541119, implanted: (B)(6) 2010, product type lead; product ID 3487a-45, lot # v541119, implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient implantable neurostimulator (ins) was being explanted the day of this report. The reporter stated the reason for explant was ¿the ins did work or wasn¿t helping with pain.¿ additional information was requested, but was not available as of the date of this report.